Manufacturer narrative:
Corrected event type to serious injury.

Event description:
The wire on the series ii liner was broken. Doctors claim that the implant itself may be defective. However, there is a possibility that the wire may be damaged by micromotion on the inner surface of the cup or the outer surface of the liner due to damage over time or defective driving.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The wire on the series ii liner was broken. Doctors claim that the implant itself may be defective. However, there is a possibility that the wire may be damaged by micromotion on the inner surface of the cup or the outer surface of the liner due to damage over time or defective driving.